Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a non-tortuous, mildly calcified lesion with 70% stenosis located in the 1st diagonal. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with a euphora balloon. Resistance was not noted while advancing the device to the lesion. Excessive force was not used. It was reported that a dissection occurred in the left anterior descending (lad) artery. The onyx frontier device failed to cross the lesion. It was stated that there was a bit of a acute angle to get in the lesion and the device would not cross. It was later reported that the onyx frontier was being used to be placed in the lesion that had a dissection. The procedure was completed with another stent. The dissection was not treated. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.